Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter securement wing is confirmed but the exact cause remains unknown. One photo sample of an implanted powerpicc catheter was provided for evaluation. The photo showed the molding winged hub. A horizontal crack in the material was noted at the region proximal to the winged section of the hub. A cotton swap with yellow coloration is being used to press down on the catheter wing. Based on the image provided, potential contributing factors include material or mechanical damage during handling or use. An inspection of the fracture features could not be conducted due to the lack of a returned physical sample. A review of the manufacturing records did not reveal evidence to suggest a potential manufacturing related root cause. Since a break in the molded winged hub was observed in the image sample provided, the complaint is confirmed; however, the exact cause remains unknown at this time. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that this patient had a catheter placed from the right basilic vein on (B)(6), 2023. The catheter had no problem during insertion and was maintained properly (disinfected with chlorhexidine gluconate disinfectant). During maintenance on (B)(6), 2023, the PICC catheter wing fractured, but no liquid leaked. To prevent the risk of liquid leakage from catheter breakage, the department immediately removed the catheter and inserted another new kit of catheter.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that this patient had a catheter placed from the right basilic vein on (B)(6) 2023. The catheter had no problem during insertion and was maintained properly (disinfected with chlorhexidine gluconate disinfectant). During maintenance on (B)(6) 2023, the PICC catheter wing fractured, but no liquid leaked. To prevent the risk of liquid leakage from catheter breakage, the department immediately removed the catheter and inserted another new kit of catheter.